Event description:
Smith & nephew, inc. Screw biosure regenesorb 9mm x 25mm was used in an acl reconstruction on (B)(6) 2025. The patient began experiencing systemic inflammation that became progressively worse despite continued use of topical and systemic nsaids. A course of oral steroids along with an injection directly into the surgical joint did not improve the symptoms. The patient has autoimmune disease that is treated with a biological and the disease and associated inflammatory markers had been well controlled prior to the surgery and use of the screw. A portion of the screw was removed on (B)(6) 2026 and the patient experienced a slight improvement in the systemic inflammation but is still symptomatic despite ongoing use of po and topical nsaids. While esr is not out of wnl range the patient has a clear history of very low test results (3 and 4) dating back 5 years.